Event description:
Procedure type: breast augmentation. According to the reporter: the instrument fired but did not form properly and ended up tearing the vessel. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).